Event description:
I used fixodent from 1987 until 2009. During this time, I experienced numbness and tingling in my extremities. I was diagnosed with neuropathy in 2006. Blood tests done in 2009 showed low level of copper and high levels of zinc. My neuropathy is permanent and will require medical care and treatment. Dose: denture cream. Frequency: 2-3 times/day. Route: oral. Dates of use: 1987 - 2009. Diagnosis: adhesive denture cream.